Manufacturer narrative:
(B)(4) this report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in bacterial peritonitis coincident with automated peritoneal dialysis therapy. There was no further description of the breach in aseptic technique. On unreported date(s), the patient was treated with intraperitoneal vancomycin (dosage, frequency, and duration not reported) for the bacterial peritonitis. Antibiotic treatment was ongoing. Dianeal therapy was ongoing. The patient was recovering from the bacterial peritonitis. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). Upon follow up it was reported that the patient presented to the emergency room for the event of peritonitis. Should additional relevant information become available, a supplemental report will be submitted.